Manufacturer narrative:
Patient information was not provided for reporting. Device is an instrument and is not implanted / explanted. The device was received and the product evaluation is in progress. No conclusion can be drawn. No service history review can be performed as part number 319.006 with lot number(s) 6999586 is a lot/batch controlled item. The manufacture date of this item is aug 02, 2012. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that depth gauge for 2.0mm and 2.4mm screws was noted to be "sticky" during a distal radius fracture repair on (B)(6) 2017. It was further explained that the depth gauge was not sliding how it should have been. Reportedly the surgery was not delayed and there were no additional issues for the surgery or patient. Reportedly there is no additional patient information available. The device will be returned for service and repair activities. This report is for one (1) large ex-fix rod attachment/multi pin clamp/mr-conditional. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A device history record review (DHR) was performed for the subject device lot. Nonconformance: during assembly at the (b)(64) plant, the major diameter of the thread feature on the needle component of the depth gauges was found to be significantly undersized, in some cases so much so that there was minimal to no thread engagement. Many of the depth gauge assemblies containing the out-of-specification needles exhibited a noticeable ¿toggle¿ of the needle within the slider. Destructive testing was performed and data from both tests was reviewed and evaluated. Based on evaluation of this data, as well as the intended use of the devices, there are no safety or function concerns with devices assembled with the out-of-specification components. Relevance to complaint condition cannot be determined until the product is returned for investigation. Review of the DHR showed that there are potential issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.